Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the medical facility.